Manufacturer narrative:
On-site assessment of the system found that the flow sensor was not fully plugged in, which can cause intermittent communication issues. Once corrected, all ports worked reliably. The device operates as intended.

Event description:
Intermittent communication with flow sensors caused unintended pump slowing or stopping. There was no patient harm and the fault was during validation; however, spectrum medical considers a pump stop to be a reportable event due to the potential effect on the patient.